Manufacturer narrative:
H3, h6: the device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. No serial number was provided , a DHR review could not be performed. A complaint history review found other related failures. Probable root cause maybe an intermittent component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, customer called to state that renasys touch device was alarming canister full but there was minimal exudate in canister. On examination there was a minute amount of discolouration(exudate) visible on canister filter. Pump was ceased and canister replaced with 300ml canister. No further alarms noted. The procedure was completed using the same device. It is unknown if there was a delay. No other complications where reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.